Manufacturer narrative:
The nail was inspected and tested, and found to be unable to distract or retract (jammed). X-rays of the device found the internal anti-jam washer to be damaged. The external remote controller (erc) unit was reported to have been held in the incorrect orientation during lengthening sessions. Based on the reported information and investigation findings, the likely cause is the repeated retraction from improper use of the erc, which resulted in the mechanical jam. The device history records were reviewed, and no discrepancies were found related to this complaint. The devices were manufactured in accordance with the specified requirements and met all the required quality inspections prior to shipment.

Event description:
It was additionally reported that the patient's caregivers had been utilizing the external lengthening controller in the wrong direction (i.e. Shortening instead of lengthening). During the revision procedure, it was found the nail would no longer lengthen and it was removed and replaced with an external fixation.

Manufacturer narrative:
The device has not been returned for evaluation. Root cause is unable to be determined at this time.

Event description:
Information was received that a revision procedure was performed on (B)(6) 2021. As per the reporter, x-rays revealed there was no sign of lengthening. No patient injury was reported.